Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the physician added two new linear leads. The patient was doing well postoperatively.